Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a conductor fracture and insulation issue. Additional information indicated that the patient reportedly had an accident; after which, high pacing threshold measurements were noted on the lead. A revision procedure was then performed, during which it was observed that this rv lead had fractured at the point of entry into the vessel. Consequently, this rv lead was explanted and a new lead was implanted. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was severed 46 centimeters (cm) from the distal tip. Only the distal segment of the lead was returned. An extracting stylet was stuck inside the lead. A resistance test was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. A certain portion of the distal segment could not be tested due to the extracting stylet but an x-ray showed no fractures. Upon detailed analysis, it was observed that the sleeve insulation was abraded through about 41 cm from the distal tip although the trilumen insulation underneath remained intact with no exposure of conductors. Laboratory testing was only able to confirm the allegation of an insulation damage. There was no evidence of a lead fracture on the returned lead segment.